Event description:
Pt allegedly had distal fracture of femur. A tibial rod procedure was performed and insert was removed during this procedure. At time of removal, surgeon allegedly saw extreme wear (pitting) of the tibial insert. He said he did not see any loose bodies.

Manufacturer narrative:
Additional info: upon further investigation, it was found by the user facility that co product did not cause or contribute to this serious injury; therefore, the MDR was not required.